Event description:
It was reported via repair work order that the scale was not functioning properly due to the incorrect option being chosen. It was in weight gain/loss option. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.